Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's therapy connector to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device's therapy connector is damaged. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient involvement reported with the event.